Event description:
Received report of a secondary tubing that disconnected from a proximal clave port. The report states "secondary tubing disconnected from clave port closest to IV bag. Cap applied to stop leak." The patient was receiving an unspecified solution. There was no indication of any adverse patient effect. Multiple unsuccessful attempts were made to obtain further information. Additional patient information, if available, will be submitted in a follow-up medwatch report.